Manufacturer narrative:
A ge service representative arrived onsite to perform an investigation. By that time, the customer had reset the workstation circuit breaker and the system was operating as intended.

Event description:
The customer reported that the system would not start up. There is no report of pt injury.